Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operation the artis zee biplane unit. During an emergency procedure, the examination control console would not react to the operator¿s touch. The procedure was continued and completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation of the reported issue was completed. The user reported that the touch screen display of the examination control console (ecc) became unresponsive before a procedure. All functionalities of the ecc (e.g. Control of some general system settings such as movement/radiation block, image review and post-processing, calibration, etc.) Remained available on the image visualization system in the control room. System movements as well as x-ray were available as well in the examination room. The onsite service inspection identified an issue with the ecc. Therefore, the ecc was replaced as part of service activity. The detailed log file investigation confirmed a temporary communication problem of the ecc. However, the analysis of the ecc did not show any hardware error; no error reoccurrence has been reporter either. No root cause of the communication problem could be determined. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.